Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Multiple supply changes were performed and the issue continued to occur. Customer's blood glucose was 350 mg/dl. Reportedly, customer reverted to an alternate form of insulin therapy.